Manufacturer narrative:
Device evaluated by MFR: the innova self expanding delivery system device was received with no original packaging. Blood was present on the inside and outside of the device. The delivery system was received in two pieces. One piece, measured 14cm, appeared to be the distal end of a guide catheter with the innova stent protruding out the end 3.5 cm. The reported event stated a terumo destination 6fr guide catheter was used. The remainder of the innova stent was inside the ID of the guide catheter. The tip of the innova delivery system was visible under the stent. There was tissue-like substance embedded in the stent struts. The other end of the guide catheter appeared to have been cut. The other piece, measured 65 cm, was the remainder of the innova delivery system. Inspection of the outer sheath revealed no chatter marks. The handle was disassembled which revealed a break in the middle sheath just distal to the retaining clip. A .035¿ guidewire was inserted into the catheter lumen and was able to pass through device with no resistance. The middle and outer sheaths, designed to move independently, were locked together and could not be separated. The device was soaked in a heated bath for 60 minutes and the two shafts remained locked together. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to product design. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deployment difficulty occurred. Access was gained via the left femoral artery. The 50-60mm long target lesion was located in the non tortuous and moderately calcified right superficial artery with a reference vessel diameter of 5-6mm. The lesion was accessed with a 6fx45cm non-bsc guide catheter and 0.035"x260cm non-bsc guide wire. The lesion was predilated with a 5x80mm non-bsc balloon catheter. The 7x119x130 innova self-expanding stent system was advanced and positioned without resistance. The physician used the thumb wheel and released 15mm of the stent. The stent was partially deployed and no further releasing was possible with either the thumb wheel or the pull grip. Later that same day the patient was sent to surgery to remove the stent and stent delivery system. According to the surgeon "the patient was one day on station and is fine now". This product is only ous approved but it is similar to an approved us device.